Event description:
It was reported that patient underwent a performance knee surgery on an unknown date. Revision procedure was performed on (B)(6) 2015 due to the screw coming out from the bearing causing loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown.